Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged kit, ar-1778p-cp batch 15147539, was received for evaluation. Upon visual inspection, it was noted that the 3.4 mm drill bit flute was chipped and broken off. It was also noted that the guidewire was cut with many scratches around the outside diameter. This is likely caused by interference from another instrument. Evaluation of the returned device included overall length measurements per drawing c16909 at revision 6. Overall length 4.500 .030 in. The device measured 4.409 in. The device's length is shorter due to the break. The most likely cause(s) for the reported failure can be a user error, misaligned insertion, or interference with another instrument

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an internalbrace ligament reconstruction surgery a drill bit of the ar-1778p-cp kit broke off inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.